Event description:
Ethicon endo surgery 75 mm linear cutter. Ref: tlc75 would not cut and deploy staples during an open hemicolectomy for right sided colon cancer. Stapler only worked halfway through linear cut. Physician stated 10 extra inches of bowel removed due to failure and re-anastomosis had to occur. Also, he had to redo the anastomosis. Representative took device to send to ethicon. Physician reported this is the 3rd failure in 5 days.